Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia procedure, a cardiac perforation occurred. When moving the catheter into the left atrium, a large amount of contact force was observed and the catheter was seen in the epicardial space. A cardiac perforation was confirmed on fluoroscopy and the mapping screen. There were no patient symptoms noted prior to the perforation. A pericardiocentesis was performed and medication was administered to stabilize the patient. There were no performance issues with any abbott device.